Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately 1 year ago. The device was then reprogrammed to aai. Subsequently, the right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Measurements on both leads in unipolar configuration were within normal limits, however, myopotential noise was seen. Further review of stored device data noted a previous stored episode that showed evidence of myopotential oversensing on the rv channel, which, resulted in 2 seconds of pacing inhibition. Lead fractures were suspected. An x-ray was performed and noted no obvious fracture, however, both leads appeared to make an acute bend at the top near the clavicle. The patient also reported experiencing a recent syncopal episode. No additional information was provided regarding the cause of syncope. Surgical intervention was undertaken. A non-boston scientific system was implanted on the right side. This left sided system remains implanted, however, was programmed to be electrically abandoned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately 1 year ago. The device was then reprogrammed to aai. Subsequently, the right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Measurements on both leads in unipolar configuration were within normal limits, however, myopotential noise was seen. Further review of stored device data noted a previous stored episode that showed evidence of myopotential oversensing on the rv channel, which, resulted in 2 seconds of pacing inhibition. Lead fractures were suspected. An x-ray was performed and noted no obvious fracture, however, both leads appeared to make an acute bend at the top near the clavicle. The patient also reported experiencing a recent syncopal episode. No additional information was provided regarding the cause of syncope. Surgical intervention was undertaken. A non-boston scientific system was implanted on the right side. This left sided system remains implanted, however, was programmed to be electrically abandoned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.